Event description:
On (B)(6) 2022 a customer complained that 1 of the g21 11g 15mm balloons ruptured during expansion in surgery. Same situation, on (B)(6) 2022, 2 of the same balloons of the same lot number ruptured during surgery.